Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that, one day post-implant, the asymptomatic patient's atrial lead was found to have no sensing and no capture. The lead had dislodged and it was confirmed on x-ray. The lead was successfully repositioned on (B)(6) 2019.